Event description:
Analysis of returned device revealed a tear on the cannula. It was reported that the patient¿s blood glucose level above 300 mg/dl while wearing the pod on the leg between 24 and 36 hours. It was initially reported that the pod alarmed during normal operation.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Cracks were observed on the top and bottom housing. The timing and cause of the observed housing cracks could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone16.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.